Event description:
The patient reported that their heart rate was low and questioned the functionality of their implantable pulse generator (ipg) system. Follow up with the clinic noted that the patient also experienced symptoms of dizziness and dyspnea. It was determined by the health professional that the patient symptoms were caused by premature ventricular contractions (pvc)'s and congestive heart failure. It was also noted that the right atrial (ra) lead observed small p-waves. Atrial sensitivity was adjusted and the lead remains in use. No further patient complications have been reported as a result of this event.